Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 02164, 0001825034 - 2021 - 02165, 0001825034 - 2021 - 02166, 0001825034 - 2021 - 02167, 0001825034 - 2021 - 02168, 0001825034 - 2021 - 02169, 0001825034 - 2021 - 02170, 0001825034 - 2021 - 02171.

Event description:
It was reported that during loaner instrument inspection, it was found that the tip of the instruments were fractured. Additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Upon visual inspection of the device, the device shows wear lines on the shaft and has fractured at the tip. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.